Manufacturer narrative:
The pump was received with a blank display with due to cracked lcd glass. Unable to perform the displacement test due to blank display.

Event description:
The customer reported via phone call that their insulin pump had screen was no good, cracked and black hole on the bottom of the screen. Customer¿s blood glucose value at the time of incident was 115 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.